Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial MDR in block(s) d fields.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.